Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
It was indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxt225 28.0 diopter intraocular lens (iol) was implanted in the patient¿s operative eye on (B)(6) 2018 and explanted on (B)(6) 2018 due to patient complaint of traceable halos. There was no required medical intervention, the zxt225 lens was replaced with a zct150 26.5 diopter iol, and patient outcome was reported as good. Through follow up, customer account provided additional information confirming there were no complications post lens exchange. No additional information was provided to johnson & johnson surgical vision.